Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure but the investigator was still unable to inflate the device. A microscopic examination identified a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The recommended guide size for this wolverine device is a minimum of a 6fr guide catheter. It would not be possible to advance the device through a guide catheter during analysis. This is due to the pinhole on the balloon material which would prevent the investigator applying sufficient negative pressure to the device. The guidezilla extension catheter was not returned for analysis. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty advancing and a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was used to dilate the moderately calcified target lesion and on the first inflation, the balloon ruptured. A guidezilla was used in combination during delivery of the wolverine. During delivery, the wolverine got caught by the guidezilla. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that difficulty advancing and a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was used to dilate the moderately calcified target lesion and on the first inflation, the balloon ruptured. A guidezilla was used in combination during delivery of the wolverine. During delivery, the wolverine got caught by the guidezilla. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.